Event description:
The patient was revised due to protrusion of the lag screw into femoral head.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A depuy product director reviewed the provided x-rays and stated the lag screw used appeared too long. Poor reduction and over reaming may also be contributing factors, however, cannot be certain without reviewing the pre-op x-rays which were not provided. A search of the complaint database found no prior reports for both reported part and lot number combinations. Review of the as400 system show that five other devices from lot djjbjl (nail) and 51 other devices from lot djmbmd have been delivered and can be reasonably concluded implant without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.